Manufacturer narrative:
Evaluation summary: the lens was returned. Solution is dried on the lens. The lens has been cut into two pieces that have been returned adhered to each other. A clear triangular shaped particulate is observed on the lens surface. It is unknown if this is the material in question. The lens appears clear. The manufacturing site isolated the material between glass slides and sent for testing. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It was indicated the iol had been implanted for a long period of time. Foreign material was observed on the returned lens surface. The material was removed and tested. Ft-ir (fourier transform infrared spectroscopy) and sem (scanning electron microscope) testing was conducted on the material. The elements identified by sem along with the ir spectra best support the material to be protein residue. The origin and exact identity is unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that long after an intraocular lens (iol) implant procedure, foreign material was confirmed to be on the surface of the iol. The patient experienced decreased visual acuity. The iol was removed and replaced with another iol. Additional information was provided by the surgeon, who reported that the patient experienced gradual worsening vision. The iol was removed due to a significant decline in contrast sensitivity. The contrast recovered following the iol replacement. In additional to foreign material attached there was serious glistening observed. Additional information has been requested.